Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring showed shock impedance >150 ohms since march 13, 2024. Lead currently remains implanted and will be evaluated further. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was capped on 10-jan-2025. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.